Manufacturer narrative:
Additional information: d4, h4 & updated b5.

Event description:
It was reported that eight point of care unit (pcu) keypads were not working and needed to be replaced.

Manufacturer narrative:
Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that eight pcu keypads needed to be replaced.